Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycaemia [hyperglycaemia] lack of efficacy [drug ineffective] forgot to change her insulin so the patient took a double dose of novorapid insulin [accidental overdose] plunger would not depress [device malfunction] hba1c is gradually climbing [glycosylated haemoglobin increased] my finger prick tests are gradually climbing. Highest one has been 25 mmol [blood glucose increased] case description: this serious spontaneous case from australia was reported by a consumer as "hyperglycaemia(hyperglycaemia)" with an unspecified onset date, "lack of efficacy(lack of drug effect)" beginning on 2020, "forgot to change her insulin so the patient took a double dose of novorapid insulin(accidental overdose)" beginning on (B)(6)2021, "plunger would not depress(device component malfunction)" with an unspecified onset date, "hba1c is gradually climbing(hba1c increased)" with an unspecified onset date, "my finger prick tests are gradually climbing. Highest one has been 25 mmol(blood glucose increased)" with an unspecified onset date, and concerned a 70 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novorapid penfill (insulin aspart) regimen # 2, 82 iu, qd (24 units three times per day, 10 units at bedtime) , subcutaneous from unknown start date and ongoing for "type 2 diabetes mellitus". Patient's height: 162 cm . Patient's weight: 100 kg . Patient's bmi: 38.103. Current condition: type 2 diabetes mellitus (since approximately 30 years), severe arthritis, vertigo on an unknown date, patient's novorapid penfill batch was 'not working' (lack of efficacy). Patient's levels have been sitting around 18-19mmol/l since starting this batch of insulin with her highest reading of 22mmol/l. On a unknow date, patient's hba1c was gradually climbing (values not reported). Patient's finger prick tests are gradually climbing. Highest one has been 25 mmol - fixed by fasting. Patient's current hba1c was 9.5% (up from 7% 12 months ago). Action taken to novopen echo was not reported. Action taken to novorapid penfill was reported as dose increased. The outcome for the event "hyperglycaemia(hyperglycaemia)" was recovering/resolving. The outcome for the event "lack of efficacy(lack of drug effect)" was recovering/resolving. On (B)(6) 2021 the outcome for the event "forgot to change her insulin so the patient took a double dose of novorapid insulin(accidental overdose)" was recovered. The outcome for the event "plunger would not depress(device component malfunction)" was not reported. The outcome for the event "hba1c is gradually climbing(hba1c increased)" was not recovered. The outcome for the event "my finger prick tests are gradually climbing. Highest one has been 25 mmol(blood glucose increased)" was recovered. Investigation results : name: novopen echo red, batch number: fvg8415-1 a visual examination of the returned product was performed. The electronic register was checked. A mitigation code indicating use of a broken needle was observed. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirm the returned device was found to function normally. When using a new needle there is no problem in using the device. The memory data in the device has revealed that the memory display has shown two lines (- -) after an attempted injection during use. The observed problem was caused by the use of a clogged needle on the pen. After the injection to follow the memory display will function normally again, if the injection needle was changed to a new one. The fault is caused by incorrect handling during use of the device. Novorapid penfill: batch number kr74b92 visual examination and functional testing were performed. The returned cartridge was tested for delivery with a novopen and a novofine needle. During testing it was possible to deliver preparation. During examination of the product, no irregularities related to the complaint were detected. The returned sample has been analysed chemically. The result was within acceptable limits. During examination of the product, no irregularities related to the complaint were detected. References included: reference type: linked case reference ID#: (B)(4). Reference notes: same patient reference type: e2b company number reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number since last submission case was updated with the following : age, weight and height updated. Medical history updated. Laboratory data updated. Dosage regimen of levemir and novorapid updated. Action taken to novorapid updated. Onset date of the event "loe" updated. Outcome of the event "loe", "hyperglycaemia" updated. Reporter's causality has been updated. Reporter comment updated. Event "hba1c is gradually climbing" and "my finger prick tests are gradually climbing. Highest one has been 25 mmol" updated. EU/ca tab and device addendum tabs updated investigation results updated narrative updated accordingly final manufacturer's comment: 11-mar-2021: upon investigating the suspected returned device (novopen echo), there was no remark on the piston rod or pen (visual examination). The returned device was found to function normally. The memory data in the device has revealed that the memory display has shown two lines (- -) after an attempted injection during use. The observed problem is caused by the use of a clogged needle on the pen. The patient will not receive any insulin and could experience a hyperglycemic event. The fault is caused by incorrect handling during use of the device. Company comment: reported events are listed. During examination of the retuned product (novorapid penfill), no irregularities related to the complaint were detected. Elderly age of the patient, patient's underlying medical condition such as type 2 diabetes mellitus and obesity and product handling error are significant risk factors for development of hyperglycaemia. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. Reporter comment: do you think that novorapid penfill caused the side effects you experienced?: no the patient stored novorapid penfill in the fridge door. Keep moving sites but now injecting at bottom of ribs rather than abdomen on advice of diabetes educator after she checked my abdomen. H3 continued: evaluation summary name: novopen echo red, batch number: fvg8415-1 a visual examination of the returned product was performed. The electronic register was checked. A mitigation code indicating use of a broken needle was observed. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirm the returned device was found to function normally. When using a new needle there is no problem in using the device. The memory data in the device has revealed that the memory display has shown two lines (- -) after an attempted injection during use. The observed problem was caused by the use of a clogged needle on the pen. After the injection to follow the memory display will function normally again, if the injection needle was changed to a new one. The fault is caused by incorrect handling during use of the device.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), hyperglycaemia [hyperglycaemia], lack of efficacy [drug ineffective], forgot to change her insulin so the patient took a double dose of novorapid insulin [accidental overdose], plunger would not depress [device malfunction]. Case description: this serious spontaneous case from australia was reported by a consumer as "hyperglycaemia(hyperglycaemia)" with an unspecified onset date, "lack of efficacy(lack of drug effect)" with an unspecified onset date, "forgot to change her insulin so the patient took a double dose of novorapid insulin(accidental overdose)" beginning on (B)(6) 2021, "plunger would not depress(device component malfunction)" with an unspecified onset date, and concerned a female patient (age was not reported) who was treated with novopen echo (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , novorapid penfill (insulin aspart) solution for injection, 100 u/ml (dose, frequency & route used - 20 iu, tid, subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "type 2 diabetes mellitus". Patient's height, weight and body mass index were not reported. Current condition: type 2 diabetes mellitus (since approximately 30 years). Historical condition: lack of efficacy historical drug: novorapid flexpen. Concomitant products included - levemir flexpen(insulin detemir) solution for injection, .0024 ongoing. On an unknown date, patient's novorapid penfill batch was 'not working' (lack of efficacy). Her levels have been sitting around 18-19mmol/l since starting this batch of insulin with her highest reading of 22mmol/l. The patient reported that her novopen echo plunger would not depress so she used a spare pen she had at home and forgot to change her insulin so the patient took a double dose of novorapid insulin (patient took 42 units of novorapid penfill) instead of her morning levemir dose of 40 units on the morning of (B)(6) 2021. The patient then went to hospital on (B)(6) 2021 because of her accidental double dose of novorapid. The patient was admitted to the short stay department in emergency for a few hours on (B)(6) 2021 and returned home on same day. The patient's blood glucose level readings only dropped to 16mmol/l despite the accidental double dose of novorapid. The patient reported still experiencing hyperglycaemia of around 18-19mmol/l. Batch numbers: novopen echo: fvg8415-1, novorapid penfill: kr74b92. Action taken to novorapid penfill was reported as no change. The outcome for the event "hyperglycaemia(hyperglycaemia)" was not yet recovered. The outcome for the event "lack of efficacy(lack of drug effect)" was not yet recovered. On (B)(6) 2021 the outcome for the event "forgot to change her insulin so the patient took a double dose of novorapid insulin(accidental overdose)" was recovered. The outcome for the event "plunger would not depress(device component malfunction)" was not reported. References included: reference type: linked case, reference ID#: (B)(4), reference notes: same patient. Preliminary manufacturer's comment: (B)(6) 2021: the suspected device novopen echo has been returned to novo nordisk for evaluation. Investigation is ongoing. No conclusion has been reached.